Event description:
The customer tried to charge the unit but the power supply was no longer charging or providing power to unit. There was no patient contact, death or injury. No patient was prepped for surgery. There was no surgery delay.